Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: the black box showed evidence of a partially discharged battery being installed on (/b)(6) 2017. There was no moisture or corrosion observed in the battery compartment. The battery cap was not returned; a test battery cap was able to fully tighten to the pump and power it on. The current draws measured within specification. The pump cover was removed; no evidence of internal moisture or loose components were observed inside the pump. A "battery life" issue was not duplicated during the investigation.